Event description:
It was reported that high capture threshold, low pacing impedance, and noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. The patient was not pacemaker dependent and the event was reproducible during lead provocation testing. The device was reprogrammed to resolve the event and the patient was in stable condition.